Event description:
It was reported that (1) device was used during an operative laparoscopy. It was reported by the rep that the safety shield of the 355ld instrument engaged before entry into the skin incision repeatedly regardless of resistance or not. There was no consequence to the patient. 08/12/1999 the case was completed by using another competitors instrument.